Event description:
On or about (B)(6) 2019, patient presented himself to (B)(6), with complaints that the skin above the xcela port had a hole that was bleeding and had increased in size. Patient's medical team determined that patient was suffering from wound dehiscence. Patient's medical team advised him that the port needed to be explanted. On or about (B)(6) 2019 the xcela port was removed by dr. (B)(6) at (B)(6) medical center in (B)(6).

Manufacturer narrative:
The manufacturer conducted a documentary review on the list of batches provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).